Event description:
Caller tested 5.1 inr and 5.7 inr on the coaguchek xs system while a comparison lab returned as 2.5 inr. Caller held his coumadin dose until the lab result was returned. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.